Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that on (B)(6) 2021 the patient had their device and leads removed. The patient reports that she is no longer in pain because the patient had pain from the location of the ins hitting her ribs and pelvic bone.